Event description:
It was reported via remote transmission that the patient's implantable cardioverter defibrillator exhibited far r wave oversensing which resulted in inappropriate mode switch. Programming changes were made on (B)(6) 2021. There were no patient consequences.